Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose while using the ilet system and treated a sensor-indicated low of 73 mg/dl with approximately 20 grams of glucose wafers plus orange juice, which elevated glucose to 189 mg/dl; the event was attributed to user treatment decisions and a recently lowered cgm target set for the entire day. No adverse clinical symptoms associated with hyperglycemia followed by hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue involved an improper or incorrect method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user was directed to clinical support to consider adjusting the nighttime continuous glucose monitor (cgm) target.